Event description:
Reporter indicated a vns programming wand was not functioning properly. The suspect wand was returned for analysis and it was confirmed that component u3 (a dual cmos timer integrated circuit) failed, resulting in an inability to establish communication with a generator while using components of the vns programming system (handheld computer and software). Following replacement of the u3 component, full product functionality was restored.

Manufacturer narrative:
Device failure occurred, but did not cause or contributed to a death or serious injury.